Event description:
During a case, customer reportedly noted a hissing noise coming from the back of the anesthesia machine. There was no reported pt injury. The ohmeda service rep checked the anesthesia machine and found that the 6mm tee connector was not connected to the 6mm straight fitting on the oxygen gas block. Parts were replaced and forwarded to the mfg site for investigation. The parts were tested and found to function within MFR's specs. Assembly instructions were reviewed and found to be adequate. The disconnection of these parts causes an audible leak and a low oxygen pressure alarm in the modulus se anesthesia machine. This machine was also equipped with a 7900 ventilator and, as such, will sound a low supply pressure alarm. This is the fourth MDR involving a modulus se machine wherein there was a disconnection of the 6mm tee connector and the 6mm straight connector out of an installed base of approx 1,880 units.